Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of an IV set was provided. Visual evaluation determined that there are bubbles present within the IV set. Since no physical sample was provided, no further testing can be conducted at this time. Exact root cause cannot be determined at this time, but a possible root cause could be related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming. Additionally, since a lot number was not provided, it is not possible to determine if this device met the specifications applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): sodium phosphate bubbles alarm multiple times even after bubbles removed. Sodium phosphate bag has been on room temp prior to hooking. No injury reported.